Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began at the end of (B)(6) 2020. The patient reported obtaining alleged inaccurate high readings of "15.0-16.0 mmol/l" in the morning and "22.0 mmol/l" in the evening, with the subject meter; he claimed his normal blood glucose range is between 5.0-7.0 mmol/l in the morning and 7.0-8.0 in the evening. The patient informed the cca that at the time of the alleged issue, he managed his diabetes with once-weekly injection of trulicity and once-daily injection of toujeo insulin. In response to the elevated results, the patient claimed he attended the doctor's office on (B)(6) 2020 and his doctor added apidra insulin three times a day to his diabetes management regimen. The patient claimed that on (B)(6) 2020 at 2:30 am, he woke up with symptoms of feeling "sweaty, problem with balance and didn't see very good;" symptoms he associated with hypoglycemia. In response to the symptoms, the patient claimed he tested his blood glucose with the subject meter and obtained an alleged inaccurate high reading of "10.5 mmol/l." The patient claimed he self-treated with food and/or drink and felt better after. The patient stated that on (B)(6) 2020 he attended the doctor's office where he claimed obtaining blood glucose readings of "16.1 mmol/l" with the subject meter and "5.9 mmol/l" on the doctor's device, performed within 30 minutes of each other. The patient claimed his doctor stopped immediately the apidra. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after additional insulin was added to his normal diabetes management regimen based on alleged inaccurate high results obtained with the subject meter.